Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was over-sensing noise resulted in false atrial fibrillation (af) episodes. The ra lead also had insulation damage. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.